Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from the (B)(6) that before use on the patient, it was observed that after long use, the drill device continued working even after their foot was removed from the foot switch device. The foot switch device was in use with the console device and cable for footswitch device. It was not reported if this event occurred during a surgical procedure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was found that the trigger was broken, torn off. It was also noted that the device failed pre-repair diagnostic tests for general condition, function of the slider, function of the electric pen drive (epd), and function with all hand pieces. The assignable root cause was determined to be due to an unauthorized repair (improper handling), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.